Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "cuff burst, noticed before use " no patient involvement.

Event description:
The complaint is reported as: "cuff burst, noticed before use " no patient involvement.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. The cuff pressure of the tracheal clear cuff and the bronchial blue cuff of the complaint device were then tested by inflating the cuffs to 25 mbar using a calibrated endotest. It was observed that both cuff pressures maintained at 25 mbar for 30 minutes. A water leak test was then conducted on the returned complaint device. No air bubbles were observed coming from either cuff. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. Based on the investigation conducted, the complaint of the cuff leaking could not be confirmed. There was no leaking observed on the cuffs of the actual returned sample.